Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that the seal at the hub failed, as blood was pouring back. Flushing and reinserting the dilator was performed and the issue did not resolve. It is unknown if the hemostatic valve broke into multiple pieces, however, it was noted that it did not detach from the sheath. The sheath was being used on the patient at the time the issue occurred. The blood return was observed to be excessive, which led the physician to try and fix the valve, however, the catheter was replaced and a new one was used to complete the case. No air entered the patient¿s body, and no percutaneous or surgical removal was required. No patient consequence was reported. On january 23, 2020, the biosense webster, inc. Product analysis lab received the device for evaluation, and it was noted that upon initial visual inspection, the hemostatic valve was dislodged inside the hub and the friction ring and brim cap remained intact.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that the seal at the hub failed, as blood was pouring back. Flushing and reinserting the dilator was performed and the issue did not resolve. It is unknown if the hemostatic valve broke into multiple pieces, however, it was noted that it did not detach from the sheath. The sheath was being used on the patient at the time the issue occurred. The blood return was observed to be excessive, which led the physician to try and fix the valve, however, the catheter was replaced and a new one was used to complete the case. No air entered the patient¿s body, and no percutaneous or surgical removal was required. No patient consequence was reported. The device was visually inspected, and the valve was found dislodged into hub. The valve could have been detached due to an external force while inserting the device thru the sheath, but this could not be conclusively determined. A manufacturing record evaluation was performed for the finished device 00001169 number, and no internal actions related to the complaint was found during the review. The customer complaint was confirmed. Manufacturer's reference # (B)(4).